Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had a black spot over one third of the screen affecting the readability. The customer¿s blood glucose was unknown. Customer reported that the insulin pump alarmed no delivery and the buttons were harder to press as well as scratches on the insulin pump's screen. The insulin pump will not be returned for analysis.